Event description:
Caller states that her husband had a hypoglycemic event and required treatment by the paramedics. Customer was having issues with the compact plus meter. Meter would bring up an error message, and would not eject a strip (unknown error message). Customer took his usual dose of levemir at 4-5 p.m. Customer last attempted to use the meter at 7 p.m. About 2 hours after bedtime, the customer woke up and had low blood glucose symptoms (shaking, talking without making sense). Son attempted to give the customer a banana and orange juice, but it did not bring the customer's blood glucose back up. Son administered glucagon to the customer, but he then passed out. Paramedics were called and obtained a reading of 12 mg/dl when they arrived. Customer was treated with an IV of glucose by the paramedics. After about 20 minutes, the customer's blood glucose level was up to 400 mg/dl. Customer felt better and declined a trip to the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.